Event description:
The customer reported that a false-positive result was generated in 2005 for a "hiv-1 negative, healthy" individual with the cobas amplicor hiv-1 monitor test, v1.5, lot f03811. The customer further indicated that another false negative result was obtained for another false negative result was obtained for another individual in 2004 with lot e05757. For both samples. Hiv-1 titers for 2000-3000 copies/ml were obtained. Both individuals had been previously found to be hiv-1 negative using a screening test as a prerequisite to participation in an hiv-1 vaccine trial. The individual had not received trial vaccines at the time of testing. Upon re-draw of each individual about one week after the initial test and processing of the fresh samples using the same lot s of the cobas amplicor hiv-1 monitor test, the hiv results were < 50 iu/ml, i.e., below the limit of detection of the test. The hiv-1 controls from each of the respective test kits during the runs were valid and met specifications.